Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male pt in cardiac arrest, the device charged up to 120 joules. However, would not allow discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.